Manufacturer narrative:
(B)(4). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A field service engineer (fse) found moisture in the lines and cleared out the lines. There was no other problem found with iabp. The iabp then passed all functional and safety tests per factory specifications, was returned to customer, and cleared for clinical use.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) had an autofill failure. When asked if there was any patient involvement, the customer responded not knowing. Although, there was no patient injury or adverse event reported.